Event description:
Devices were implanted in 2000. In 2003, the pt slipped on ice, experienced knee pain, and saw their general practitioner. The general practitioner did not make any negative observations. 2 months later the pt saw their orthopedic surgeon for persistent leg pain. An x-ray of the leg was performed on which a fracture of the femur was observed. Also observed was a fracture of the prosthesis at the junction of the stem and body. Devices were removed 2 months later.